Manufacturer narrative:
The reported device light source led green 5165002 was investigated in accordance with test instructions. The reported issue could not be confirmed. Also an endurance test was performed together with all required equipment's for icg procedure, but no failure of reported device was present. The user has only returned the light source led green 5165002, so the root cause of the reported issue cannot be determined. The light source led green 5165002, serial # (B)(6) was manufactured on 13/jun/2022. No issue was identified during production. No further complaints with the similar device failure were received regarding the device light source led green 5165002. The IFU ga-a344/en/us/v1.0/2022-06/contains the list of the required equipment for icg procedure in section 2.5 combinations and 2.6 product combinations for nir-fluorescence diagnosis. Also, the user is advised to check the entire system prior use in section 4 checks. Furthermore, there are operating instructions regarding the icg procedure in section 5.3 operation of system green. The subject issue of not usable device is present in the risk management file e4-3: led light sources, document version: r01. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.

Event description:
The user facility has reported an issue regarding a light source led green, part no. 5165002, and serial no. (B)(4). "Intraoperatively switch laparoscopy camera to icg light. This causes technical difficulties. The icg light source does not work. Despite numerous attempts to eliminate these technical difficulties, including calls to the representative of wolf-corporation, it is not possible to correct the defect." The user facility has stated that the patient was doing well although, scheduled procedure was not completed. Additional unscheduled medical treatment needs to be taken to complete the planned procedure.

Manufacturer narrative:
The reported device is not returned to richard wolf gmbh for investigation, yet.